Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units balloon ruptured. There was no patient hazard reported. Balloon complaint onetrack # (B)(4). / onesupport::421658.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The getinge field service engineer (fse) brought the unit back to the company in order to check whether blood had entered the unit. The fse confirmed that there was no blood infiltration into the unit. The fse checked the operation and returned it to the hospital as there was no abnormality.

Event description:
N/a.